Event description:
Brace on each leg [brace user]. Even caused him to collapse/fell on the sidewalk and almost fell face first into a telephone pole/falling [fall]. Tenderness in leg [pain in leg]. Burning in leg [burning leg]. Lost the ability to walk [unable to walk]. Not able to sleep on a bed [poor quality sleep]. Not able to stand/hard to stand up [difficulty in standing]. Cannot place pressure on his legs [weight bearing difficulty]. Limp in walk [limping]. Burning sensation in both of his knees [burning sensation in joints], ([stiff knees]). Case narrative: initial information received on (B)(6) 2018 and (B)(6) 2018 processed together with clock start date of (B)(6) 2018 regarding an unsolicited valid serious case from united states received from a patient. This case involves an unknown age male patient (B)(6) who experienced brace on each leg and back, even caused him to collapse/fell on the sidewalk and almost fell face first into a telephone pole/falling, tenderness in leg, burning in leg, lost the ability to walk, not able to sleep on a bed, not able to stand/hard to stand up, cannot place pressure on his legs, limp in walk and burning sensation in both of his knees, while he using with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in (B)(6) 2018, the patient was administered intra-articular injection of synvisc at a dosage unknown (lot - unk) for unknown indication. Patient thought that he had received three to four injections weekly or about every 8 days of synvisc. On an unknown date in (B)(6) 2018, the patient received last injection. On an unknown date in (B)(6) 2018, patient had a has a limp in his walk. The patient had experienced tenderness and burning in his leg and that even caused him to collapse. Patient was going to the emergency room (ER). Patient had experienced serious ae from receiving synvisc that involved two or three trips to (ER) due to a burning sensation in both of his knees into which he had previously received a synvisc injection. One event involved him falling on his face and becoming permanently disabled as he now had a brace on each leg and his back. The patient had lost the ability to walk, had stiffness in both knees. Patient had hard to sit down or stand up as he could place pressure on his legs. Due to permanent damage, he was not able to sleep on a bed as he falls asleep in a chair. The burning sensation sometimes was more pronounced in one knee and sometimes more in the other knee. A very embarrassing time was at church when the patient was not able to stand and he fell which necessitated an ambulance to take him to the emergency room. Furthermore, the patient had greater stiffness now in both the inside and outside of both of his knees. Patient mentioned opiates, but that god was his doctor, so he believed in limited opiate use for pain. Patient's hcp, in light of these adverse events, instructed to ice the knee areas and that it might take some time for these events to resolve. But an emergency room doctor told him that these events should have passed since his last injection was received about 2.5 weeks ago. Patient repeated that sometimes these side effects are more of an issue in his right knee. One of the ER visits was last friday when he fell on the sidewalk and almost fell face first into a telephone pole so he was taken back to the emergency room for 8 hours. Final diagnosis was burning sensation in both of his knees, cannot place pressure on his legs, not able to stand/hard to stand up, not able to sleep on a bed, lost the ability to walk, burning in leg, tenderness in leg, even caused him to collapse/fell on the sidewalk, limp in walk and almost fell face first into a telephone pole/falling and brace on each leg. Action taken: unknown. It was not reported if the patient received a corrective treatment for all events. Outcome: not recovered / not resolved for stiffness in both knees and not able to stand/hard to stand up, unknown for all other events. Seriousness criteria: disability for brace on each leg and back. A product technical complaint (ptc) was initiated on (B)(6) 2018 for synvisc. Batch number; unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information received on 07-nov-2018. Gptc number added and results were updated.